Manufacturer narrative:
The reported event for recharge burden was not confirmed. At receipt the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. Also, the ipg met the minimum average battery capacity.

Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator (ipg) had recharge burden issue. The ipg did not maintain twenty-four hours of charge and patient had to often charge. Device was explanted, and a new device was implanted as result to resolve the issue. There were no complications during the procedure. Patient was stable.